Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. A visual inspection was performed on the complaint sample, and small black particles were found in the liquid that appeared to be the remains of an insect. Chemistry eval results of evaluated parameters of the complaint unit were within established acceptance criteria. The complaint unit was returned back already opened and microbiology results show that the sample was not sterile. The root cause has not been established.

Event description:
A female consumer reported that she found hard little black particles on the bottom of a 12 ounce retail size bottle of complete multi-purpose solution. She did not experience any adverse event.